Event description:
Caller reported a malfunction on pump with a malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer was unable to reset pump due to lack of a charging cable and planned to call back for assistance; however, after subsequent follow-up attempts, the case was closed by technical support.